Event description:
Reporter indicated a pt had developed left vocal cord paresis that was diagnosed by an ent physician. The pt's vns system was previously explanted for pt lack of efficacy. Reporter indicated the cause of the left vocal cord paresis was unk, but that the pt was experiencing dysphagia, dyspnea, and voice alteration prior to vns explant surgery. The reporter stated the pt has had vocal cord injection and speech therapy interventions for the left vocal cord paresis. The pt continues to have difficulty with hyperfunction of larynx and poor voice. The explanted devices were returned for product analysis. The lead and generator performed per specifications and no anomalies were noted.